Event description:
The customer reported broken belt clip. Customer's blood glucose at that time was 458mg/dl. Customer declined troubleshooting for high blood glucose. Customer requested we replace the belt clip to holster. Advised customer will send holster instead of belt clip. No further information provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.